Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient's ins battery was coming up on 5 years and would need to be replaced due to normal battery depletion and they needed to discuss where to move the ins because it's current location was causing pain. While on the call the patient mentioned that over the last couple of years she had been intentionally losing weight and had lost over 100 pounds. It was also noted that about a year ago the patient met with their manufacturer representative so she could make adjustments to optimize the therapy. They then stated the adjustments were because it was shocking them when they were moving around or moving their arm. The patient stated the ins was implanted in her arm and due to the weight loss for the "last couple of months" it was moving around in her arm and they could pick it up and flip it around and it is poking her and causing a lot of pain and she was not able to use the arm as much which limited her mobility because to move the arm moved the ins and it caused a lot of pain. They even had to get increased home aide due to decreased mobility due to weight loss.